Event description:
It was reported to boston scientific corp that during a transvaginal sling another procedure using a precision twist transvaginal anchor system, the first anchor of the anchoring device was successfully placed. Upon placement of the second anchor, it popped out from the pubic bone, on the left side of the pt because it was not anchored into the bone sufficiently. The device came out of the pt and the physician completed the procedure with another precision twist transvaginal anchor system, without complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).